Event description:
The user facility reported that during patient procedures their lb83 lighthandle covers fell from their lighting system onto the patients. The covers were removed, and the sterile fields were re-established. The procedures were completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
Following the reported concern, a steris account manager arrived onsite and reviewed the proper attachment of the lighthandle covers with user facility personnel. The harmonyair a-series surgical light operator manual states (1-2), "warning - possible patient injury hazard: failure to engage the lighthandle cover completely may result in cover falling from lighthead during the procedure." No additional issues have been reported.